Event description:
The user facility reported that the side-tube of the introducer sheath "popped off" while the physician was making an injection during a venogram. Reportedly, the procedure was successfully completed with a second introducer sheath and there were no pt complications.